Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead remains implanted. There were no adverse events. Patient will be monitored.